Event description:
Related manufacturer reference number# 3006705815-2019-02236.

Event description:
Related manufacturer reference number# 3006705815-2019-02236. Additional information gathered revealed the patient's therapy could not be delivered was related to a lead fracture. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was restored post operatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number# 3006705815-2019-02236. It was reported the patient experienced ineffective stimulation due to the inability to modify the amplitude. Troubleshooting was tried to no avail. In turn, surgical intervention may occur later to address the issue.